Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the afapro28 was used. During the ablation of the left upper vein and after multiple attempts and replacements, a compromised external vacuum error occurred. While troubleshooting this issue, a blood detection error was indicated in the catheter handle, and possible blood was observed inside the balloon. The umbilical coaxial was quickly disconnected, and the catheter, along with the achieve and sheath, was removed from the patient's body. The procedure was aborted. The patient was not under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. One image and one video were analyzed, and both showed visible blood inside an unidentified balloon catheter. In conclusion, the reported "visible blood" issue can be plausible through data analysis. The physical product, afapro28 arctic front advance pro balloon catheter is pending return for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.